Event description:
Patient was being treated for an av fistula lesion (cephalic arch). After first inflation to 18 atm (above rbp of 10 atm), balloon burst. User had subsequent difficulty retracting device, including significant tension during retraction into the introducer sheath. Attempted to pull device and guidewire out together. Catheter with partial balloon removed from introducer sheath, leaving behind distal tip and remaining balloon. Surgical exposure (cutdown) required to retrieve damaged components. Final lesion stented using viabahn stent graft. Patient recovered and doing well.

Manufacturer narrative:
Device not returned to manufacturer. Will update this report when additional information is available.